Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer was not able to set up bolus wizard on the insulin pump. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.